Manufacturer narrative:
(B)(4). Although the lot number was not provided, it was reported that the device was not used past its expiry date.

Event description:
It was reported to boston scientific corporation that an uphold vaginal support system was implanted during an "anterior repair and sling" procedure on (B)(6) 2010. The type and manufacturer of the sling used during the procedure is unknown. Reportedly, the patient was complaining of buttock pain following the procedure (date of onset unknown). Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.